Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received compromised force sensor system alarm on their insulin pump. It was reported that the compromised force sensor system alarms were noted in the alarm history. It was reported that the customer's blood glucose level was normal. It was reported that the device was out of warranty. No further information provided.